Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the m1 segment of the middle cerebral artery (mca) using penumbra system red 62 reperfusion catheters (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the first red62 through the neuron max. Therefore, the red62 was removed. It was reported that the red62 was damaged. A second red62 was then advanced through the neuron max via radial access and a pass was completed. While retracting the red62 from the neuron max, the physician experienced resistance and noticed that the neuron max was kinked. It was reported that the neuron max had kinked while being advanced through the sharp bend of the subclavian artery. The physician then applied further force and removed the red62. The procedure was then completed by placing a stent in the ica. Thrombolysis in cerebral infarction (tici) grade 2b was achieved. While performing the final run, the physician noticed that part of the red62 had fractured in the ica. Therefore, the physician attempted to use a snare device and a non-penumbra aspiration catheter to retrieve the fractured segment of the red62 via femoral access. However, during the attempt, the snare device lost grip of the fractured segment of the red62 inside the aspiration catheter. The physician then used a balloon guide catheter to capture the fractured segment of the red62 inside the aspiration catheter, which was then successfully removed from the patient. The procedure ended at this point. There was no report of adverse effects on the patient.